Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: could you please confirm how many devices "had the needle 'pop off' during this single procedure being reported? Did the pull off's occurred during use on the patient ? Or did they occurred upon handling/ dispensing before use on the patient? Please specify for each device manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. No additional information is available. No one at the facility remembers any details of the event. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Note: event reported via 2210968-2021-04968.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that multiple sutures had the needle 'pop off'. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that forty-one unopened samples of product code y432 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed, and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the complaint sample was not received for evaluation. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing record evaluation was performed and identified a (B)(4) related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.